Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual observation confirms the entire distal end where it tapers off from the shaft is broken. Twisted end at the distal tip of the hexagonal shaft was seen where the device sheared off. This failure indicates excess force applied on the device and can be attributed to user technique issue. Other than this possibility, a root cause is undetermined. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. A search was performed for this product code in complaints system and there were no similar failures in the last one year. This is an anomaly and indicates excess force was applied while using the device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that the tip on their 30mm hex driver with teardrop handle broke off in the screw while in the patient during an acl procedure. The broken tip was removed from the patient and the screw was left in. No new bone hole needed to be created and the case was completed. There were no patient consequences but a 10 minute delay was reported. The device is being returned. The sales rep could not provide a lot number.